Manufacturer narrative:
Alternate initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150 set, blood backed up in the effluent line to the effluent bag. It was reported the patient lost the blood in the previous treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.